Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise and low sensing were noted on the right ventricular (rv) lead. The lead was capped and a new lead was implanted to resolve the event. There were no adverse health consequences for the patient.